Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed a slight rise in power consumption of approximately 0.6 w starting (B)(6) 2017. Parameters remain within the normal operating range. 5 high watt alarms have been logged since (B)(6) 2017. Of note, it was reported that the patient was treated with tenecteplase and was discharged home fourteen days after the lysis therapy. The site further reported that the event was unrelated to a relevant vad problem. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s preexisting history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received indicates that the patient was treated with tenecteplase and was discharged home fourteen days after this lysis therapy. The site further reported that the event was unrelated to a relevant vad problem. No further information has been provided. After further review of additional information received the following sections have been updated accordingly. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a site note that a patient's controller log files revealed elevated vad power consumption. The patient was admitted to hospital and the site further reported that the patient also demonstrated evidence of hemolysis. Details regarding the patient's symptoms at presentation, the results of any diagnostic testing or of any treatments provided were not reported.